Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00159: head; 3025141-2018-00160: neck.

Event description:
An arh slide-loc radial head replacement system was implanted in the patient on (B)(6) 2017. Postoperatively, the patient complained of elbow pain. The implant system was explanted on (B)(6) 2018. The implant system was completely intact upon removal.